Event description:
It was reported via journal article that an air embolism and cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was attempted. The patient demonstrated periprocedural acute onset of right gaze deviation, left facial droop, left sided paralysis, sustained clonus, and left sensory deficit. Computed tomography (CT) stroke protocol showed hypodensity in the middle cerebral artery (mca) territory with air in the sulci. The patient was transferred for hyperbaric oxygen therapy. After protracted rehabilitation, the patient lived independently with residual left sided weakness.

Manufacturer narrative:
Literature citation: periprocedural cerebral air embolism; a rare and potentially fatal complication of watchman device (p3-5.028) krithika umesh peshwe, badria munir, mandy hatfield, amelia adcock neurology apr 2023, 100 (17 supplement 2) 3481; doi: 10.1212/wnl.0000000000203297. B3: date of event - estimated as the year of the literature article as the date of the event is unknown. D6a: implant date - estimated as the year of the literature article as the date of implant is unknown.